Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of deflation were reviewed. Visual analysis of the photos identified red particles on the shell and labeled as the left side. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. Additional, corrected, and/or changed data: b.5., d.7., h.6.